Manufacturer narrative:
The reported field event failure to interrogate could not be confirmed by analysis. The telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and revealed to be normal.

Event description:
It was reported that the device was unable to communicate via radiofrequency telemetry during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.